Manufacturer narrative:
Correction to field h6: device codes. Concomitant product UDI for reservoir is ((B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) experienced deflation during intercourse. A surgical procedure was performed, during which the cycling function was found to be normal but did not maintain pressure. No leaks or air were detected in the system, and the pump did not remain flat. All components were removed and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) experienced deflation during intercourse. A surgical procedure was performed, during which the cycling function was found to be normal but did not maintain pressure. No leaks or air were detected in the system, and the pump did not remain flat. All components were removed and replaced with a new ipp. No patient complications were reported.